Event description:
It was reported that the y-set had become disconnected from the transfer set during use. The caregiver (cg) stated that after the y-set and transfer set were connected the connector would spin but would not lock into place. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.